Event description:
Right foot siderail is not latching when raised, csr found the spring is out of place and dirt around the latch pins causing them to be stuck. Csr reconnected the spring and cleaned the pins to resolve.